Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen 3 (crrs3) on the echo. Patient has a history of anti-e. The patient sample was crossmatched with e- units on the echo and resulted as 1-2+ incompatible. Dat testing on the patient sample was also positive on the echo. Repeat testing with a new sample drawn from the same patient was positive with crrs3. The customer stated the initial crrs3 assay was performed with a vial of capture-r ready indicator red cells which had been in use for 23 hours. A new vial of indicator cells (same lot) was used for repeat testing: crrs3, capture-r ready ID (crrid), dat and crossmatch. All tests resulted as expected with the new vial of indicator cells.

Manufacturer narrative:
Review of results files displayed the following; group/screen non reactive with cell 1-3, 4+ positive control. Cell 2 e+ and should have been positive. Well image of cell 2 appeared positive with adherence in the well and a slightly diffused button. Reaction score was 1= negative. Crossmatch- sample was crossmatched with four e- negative units, results were 1+ incompatible, indicator control was 3+, well images appeared positive with loosely defined buttons and a tear in the center. Crrid, 2+ positive with cells 3 and 6, not reactive with all other cells, 4+ positive control. Positive well images appeared as such with loosely defined button and moderate adherence in the well. Crossmatch (repeat with same donor units), results were 1+ incompatible, indicator control was 3+, well images appeared positive with loosely defined buttons and a tear in the center. Dat- 3+ positive dat reaction, 4+ positive indicator control. Dat reaction image appeared positive. Crrs3, 2+ positive with cell 2, non reactive with cell 1 and 3, 4+ positive control. Positive well image appeared as such with loosely defined button and adherence in the well. Unable to rule out if the vial of indicator cells became compromised.